Event description:
The company was informed that the recipient underwent an MRI procedure with the internal magnet in place. The recipient's internal magnet was displaced. Surgery was performed to correct the placement of the internal magnet. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The recipient's internal magnet was repositioned on (B)(6) 2015. The recipient has reportedly moved away and no further information is available. This is the final report.